Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer- additional information. H6: event problem and evaluation codes- additional information.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0v. Data was received but does not reflect full investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.